Manufacturer narrative:
Date of event: date is approximate. Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device. Product ID: 306001, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. The trial began (B)(6) 2021. It was reported that they switched to the other side and put it on 8.5 and it did not feel very good. They had more urgency and it was painful. They thought maybe the wire came out, so they switched back to the left on 4.6 with direction from the representative. They said it seemed better at the time of the report. It was unknown if the issue was resolved.